Event description:
The patient was successfully weaned off support.

Manufacturer narrative:
B1 product problem was inadvertently omitted on the initial manufacturer device report. D4 UDI and e4 as inadvertently omitted on the initial manufacturer device report. B5 and d6b updated with additional information.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A 61 year old female with cardiomyopathy, presenting pre support in scai stage c, was supported with an impella 5.5 device placed via right axillary/subclavian arterial access site. After transfer to the ICU, the patient experienced increased drainage from the jp drain near the right axillary access site, with blood noted in the distal portion of the sterile sleeve. The sterile sleeve was confirmed to be intact with no tears or rips. The patient was receiving heparin at 1250 units/hr, monitored via anti xa, with a value of 0.32 at the time of the bleeding event. No blood products were required, and hemostasis was achieved by pausing the heparin drip the access site bleeding resolved with adjustment of anticoagulation. The device remained implanted and the patient continued on impella 5.5 support.